Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿

Event description:
It was reported patient underwent an initial left hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to instability. The modular head was removed and replaced.